Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that the screw came out of the handle of the system 6 single trigger wire collet and the collet collapsed on itself during a procedure. An x-ray of the patient was performed and the screw was not found. The case was completed successfully without any procedure delay.

Event description:
It was reported that the screw came out of the handle of the system 6 single trigger wire collet and the collet collapsed on itself during a procedure. An x-ray of the patient was performed and the screw was not found. The case was completed successfully without any procedure delay.

Manufacturer narrative:
The report of event of disassembly could not be confirmed as the product was not received for evaluation. The potential cause for failure could not be determined.